Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the pediatric patient experienced a broken sensor wire which occurred after the sensor had been inserted in the arm. The sensor was replaced due to frequent sensor errors and after the removal, the patient had pain and an inflammation in the arm where the sensor was inserted. On (B)(6) 2023, x-rays were made in the hospital and the sensor wire could be observed in the arm as it is shown in the attached photo. On (B)(6) 2023, the sensor wire removal was made through general anesthesia accompanied by hospitalization. There is no documentation about when the patient was discharged. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient was discharged from the hospital the same day and recovered well. Photographs were provided for investigation. Photographs confirmed a retained sensor wire and successful removal of the sensor wire. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is not broken. The sensor wire was damaged due to slightly bent end. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.